Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. The complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional testing and passed. Performed share log review and no issues related to customer complaint were found. Performed a bin file review and passed. The reported event of loss of connection was not confirmed. The complaint was not confirmed because there is no loss of connection in the bin file.